Manufacturer narrative:
(B)(4).

Event description:
The customer¿s mother complained of erroneous inr results when the customer tested on coaguchek xs meter with serial number (B)(4). The customer was tested at a laboratory around 12:00 p.m. Using the dade innovin method and the result was 4.9 inr. The customer tested on the coaguchek xs meter at 12:44 p.m. And the result was 6.1 inr. The customer tested again on the meter at 6:19 p.m. And the result was 6.7 inr. None of the meter results were believed to be correct. The doctor thought the result of 4.9 inr was correct and used the laboratory results to determine treatment. No treatment was reported. The customer always uses a new finger when testing. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation that an adverse event occurred due to the device. The customer has no known hct issues and no antiphospholipid antibodies. The customer was on heparin, but this was finished by (B)(6) 2017. The customer takes no other anticoagulants. The customer is taking a new blood pressure medication and steroids for the incisions from surgery. The meter and test strips were requested for investigation. Relevant retention test strips (lot 124157-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The meter and strips were returned. A specific root cause was not identified for this event. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr. Donor #2 inr: 2.5 inr. Donor #1 hct: 49%. Donor #2 hct: 40%. Donor #1: master lot: 2.7 inr. Donor #1: customer's strips and meter: 2.7 inr. Donor #2: master lot: 2.5 inr. Donor #2: customer's strips and meter: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of the test results.